Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customers' blood glucose level was over 200mg/dl. The customers' levels had been as high as 400mg/dl. The customer states the alarm was resolved by complete set and reservoir change. The customer states they had bent cannula. The customer was assisted on insertion techniques. The customer was advised to monitor the device.